Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the patient's atrial lead exhibited low pacing impedance. Lead insulation degradation was suspected. No interventions were performed. The patient was in stable condition.